Manufacturer narrative:
The hill-rom tech found the communication cable pinched. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the communication cable to resolve the issue. Based on the info, no further action is required.

Event description:
Hill-rom received a report from the account stating the nurse call was not working. The bed was located at the account in (B)(6). There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).